Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal left circumflex artery. After a 1.5mm rotalink was used, dilatation was performed with a 2.0x12mm non-bsc balloon. The physician noticed that the lesion length was long. The balloon was removed and was replaced with a 3.00mm x 30mm emerge balloon catheter. The first to third dilatation was done at 12 atmospheres. However, during the third inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.